Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 23.4cm to 23.7cm from the connector pin consistent with lead friction to the device can was noted breaching the outer insulation. The etfe coating was intact at this/these location(s).

Event description:
This report is to advise of an event observed during analysis.